Event description:
The device was being used to pace a pt at 80 bpm, with capture obtained at 100ma. Reportedly, the device spontaneously stopped pacing. Pacing was re-initiated successfully but shut off again at least once more during transport to the hosp. Pt outcome was not known but the reporter indicated pt outcome was not affected due to continued device use.